Event description:
Turbine is not running. No pt harm and vent did alarm. Family member of pt stated that the ventilator was turned on and it did not generate any volume. No air was coming out of the vent. They said that all of the controls were working and lit, but they didn't feel any air coming out from the vent and the noise from the turbine was not the same as if it was generating air. There was an audible alarm - inop. Assessed the vent turbine was not moving to produced volume air. No pt harm. Accessory: hme. Power source: ac power.